Event description:
After an implantation period of approx. 38 months, oversensing was reported. A possible lead defect was assumed. The lead was capped and left in-situ. A new lead was implanted.

Manufacturer narrative:
The lead was not returned. The analysis is therefore based on the analysis of the production documents and the examination of the returned ICD. The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device behavior eos and 82 registered charge processes. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular and in the far-field channel, which led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries showed that the ICD performed at least 60 charge processes on 29 july 2017, within one hour. Because of these rapidly consecutive charge processes, eos was activated. The eos state was removed with a technical programmer, and a subsequent interrogation of the ICD returned the battery status eri. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The manufacturing process of the lead and the ICD was reviewed. The production documents did not show any anomalies. All manufactuing steps had been carried out correctly. No indications of a malfunction of the ICD were found during the analysis. Damage to the lead could not be ruled out based on the available information.